Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Te-prove clinical study. Same case as MDR ID#: 2134265-2013-09458. It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2011, the patient presented due to due to nitro- positive angina pectoris at night and at rest which was subsequently diagnosed as unstable angina (braunwald classification iia). The patient was referred for cardiac catheterization. The 1st target lesion was a de novo bifurcated ostial lesion located in the left main coronary artery (lmca) with 73% stenosis and was 15mm long with a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilation and placement of a 4.00x20mm taxus element stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was a de novo bifurcated lesion located in the proximal extending to mid left anterior descending artery (lad) with 79% stenosis and was 30mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x38mm taxus element stent, with 0% residual stenosis following post-dilation. Additionally intravascular ultrasound (ivus) guided main trunk intervention with blade angioplasty and a kissing manoeuvre technique in the direction of left circumflex artery (lcx) with a 2.5x12mm non-bsc balloon and in the direction of lad with a 4.0x15mm balloon were also performed during the procedure. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient was diagnosed with 3 vessel disease and was hospitalized for treatment. 90% distal edge stenosis and focal restenosis of the previously placed stents in the lmca extending into proximal lad was noted, which was treated with angioplasty using cutting balloon with 0% residual stenosis. Additionally a plaque shift to the lcx with 60% stenosis was observed during revascularization to the lad using a 2mm maverick balloon, which was treated with kissing balloon percutaneous transluminal coronary angioplasty (ptca) using a 3mm maverick balloon. The event was considered to be resolved without residual effects and the patient was discharged on aspirin and clopidogrel.